Event description:
An error message was reported with the adc device. Customer received a replace sensor message and was unable to obtain sensor readings. The customer reportedly self-treated with "too much" insulin and experienced symptoms described as difficulty talking, headache, and loss of consciousness. A glucose result of 28 mg/dl was obtained from an unspecified device, and the customer reported she was able to self-treat with a soda. Customer was also seen by healthcare professional who obtained a healthcare meter result of 100 mg/dl after self-treatment with soda and treatment of saline. The healthcare professional additionally treated customer with insulin (dose/type unknown) and metformin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.